Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction: drive tube leak/break. The complaint category drive tube leak/break is associated with the kit; therefore, a MDR against the kit was filed to FDA for this case. A batch record review of d353 was conducted. There were no non-conformances. This lot met all release requirements. A review of kit lot d353 for the reported complaint issue shows no trends. Trends were reviewed for complaint category, alarm #7: blood leak (centrifuge chamber), noise, drive tube leak/break, no trends were detected for the complaint categories. This assessment is based on the information available at the time of the investigation. At the time of this report, the analysis of the returned kit and photos is still in progress. A supplemental report will be filed when the analysis of the kit is completed. (B)(4).

Event description:
Customer called to report there was a blood leak alarm during the treatment procedure. Customer stated during elutriation phase of buffy coat collection they heard a noise and then an alarm #7: blood leak (centrifuge chamber). A drive tube leak/ break had occurred, so the customer aborted the procedure and did not return blood/products to the patient. The procedure was in single needle mode with 1500 ml whole blood processed, heparin prime 10,000 units in 500 ml normal saline - acda procedure run at ratio of 10:1. Customer stated no one was splashed fluids or injured, and the customer stated patient was stable and has gone home already. Customer will return the kit for investigation and submitted photos for evaluation.

Manufacturer narrative:
The kit and customer supplied photos related to this complaint have been investigated. Review of the received kit confirmed that there had been a blood leak from the drive tube. The tale on the drive tube was found to be twisted and the upper bearing stop was missing. Evidence of the condition on the kit indicates that the upper bearing stop delaminated, and then came off of the drive tube completely. The customer supplied photos show the drive tube leak within the chamber wall. The drive tube in the photos appear to be twisted near the upper bearing. The root cause for this blood leak alarm is the upper bearing stop delaminated causing the drive tube to twist and leak. No further action required. Investigation complete. (B)(4).